Manufacturer narrative:
(B)(4). Results: endoleak, stroke. Type ii leak. Conclusions: type ii endoleak.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic dissection under physician-sponsored ide # (B)(4). Aneurysm and vessel morphology are unknown. It was reported that the patient¿s post-operative course was complicated due to a left frontal lobe cva/stroke resulting in slight right facial drooping. The patient was discharged ten days later with instructions for follow-up with the neurologist and a speech therapist. The patient presented two months post index procedure with a diagnosis of left neck fluid collection, likely seroma. A CT guided neck fluid drainage the following day was performed and another CT scan of the chest during this admission showed a type ii endoleak coming from the left subclavian artery. The physician used another manufacturer¿s vascular plug four days later to successfully resolve the type ii endoleak. Seven months later the CT of the chest showed a type I endoleak with decreased contrast in the false lumen as compared to the previous studies. The physician will continue to monitor the patient and is being followed by the referring physicians. No clinical sequelae were reported and the patient is fine.